Event description:
This lead was implanted on (B)(6) 10, and capped on (B)(6) 12, due to high thresholds. The procedure took place at (B)(6) medical center with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).